Event description:
An attempt was made to use the device for external pacing of a pt (no pt details reported). Allegedly, pacing current could not be increased above 0ma. The pt was transferred to the cardiac emergency room for external pacing, using another device. The pt's outcome was not reported.